Event description:
Patient was returned to the or for removal of the helical blade on (B)(6) 2012.

Event description:
Pt was implanted with tfn and helical blade in 2006 for impending pathological femur fracture. Pt's femoral head developed avascular necrosis. Pt complained of pain and x-rays confirmed the helical blade had migrated through the femoral head into the acetabulum. Surgeon plans to remove helical blade. Revision surgery has not been scheduled.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional code: hwc.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: patient was returned to the or for removal of the helical blade on (B)(6) 2012, not (B)(6) 2012 as reported. Concomitant device reported in error; no concomitant device.

Event description:
Patient was returned to the or for removal of the helical blade on (B)(6) 2012. This is report 1 of 1 for file (B)(4).